Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to the intra-operative malfunction, the complainant parts were not implanted (or explanted) during the surgical procedure on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Further clarification: the part number as provided (04.503.204.01c) is listed for (B)(6) use only. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation procedure on (B)(6) 2016 due to a sustained orbital fracture. During the procedure, the surgeon was attempting to insert ten (10) titanium matrixmidface 4mm screws, but encountered difficulty. The screws would not engage with any of the four (4) screwdriver shafts available in the set. The surgeon wound up having to use other 4mm screws to complete the procedure. This issue resulted in a surgical delay of an unknown length of time. This report is 10 of 10 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.